Event description:
On (B)(6) 2011, pt reported a squiggly line displayed on the infusion device where the decimal point of units per hr displays. Had pt remove the battery from the infusion device and insert a new one. Pt reported after the infusion device powered up, the device displayed an e8 (power interrupt) error message. Pt stated, the e8 has displayed 2 other times within the past week. Advised pt, the error message occurred this time because, the battery was removed while the infusion device was in the run mode. Had pt confirm and clear the error and then place the infusion device into run mode. Pt reported, the squiggly line was still present on the display. Pt stated, he was able to read the insulin amount being delivered. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.